Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2011 and a left hip revision procedure on (B)(6) 2012 due to patient allegations of pain, metal wear and loss of range of motion. Review of invoice histories confirmed the modular heads and acetabular cups were removed and replaced in both procedures. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2012 was due to pain. The patient's operative report noted synovitic fluid. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2011 was due to pain. The patient's operative report noted synovitic fluid, scar tissue, and osteolysis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2011 and a left hip revision procedure on (B)(6) 2012 due to patient allegations of pain, metal wear and loss of range of motion. Review of invoice histories confirmed the modular heads and acetabular cups were removed and replaced in both procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00032 / 00033).